Manufacturer narrative:
Lumenis investigated the reported event contacting a lumenis technical expert who contacted the initial reporter to obtain further information about the event report. Despite reasonable attempts no patient information was provided by the facility. Citing patient privacy rules and the fact that operator error was the determined cause of the event reported, no further information about the patient condition was provided. A lumenis technical engineer examined the subject laser finding the power cord had been burned by the resultant fire. The engineer replaced the power cord. Evaluation and testing of the subject laser found the system performed to manufacturer's specifications. No subject lumenis laser malfunction was reported or is suspected of having caused the event reported. The lumenis foreign technical expert attended follow-up meetings at the user facility. The cause of the event report was determined to be operator error, a failure on the part of the surgeon to assure the proper device was engaged prior to energizing the device via the foot switch. The facility is reported to have implemented new laser fiber handling procedures to preclude recurrence of the event reported.

Event description:
A foreign user facility reported that during a cervical conization procedure utilizing a lumenis powersuite laser and other non-lumenis electrical medical devices, a surgeon placed the lumenis laser fiber on the paper drape covering the patient. The surgeon reportedly depressed the foot switch of the lumenis powersuite laser energizing the fiber, igniting the drape, and subsequently burning the patient. The patient reportedly sustained serious injuries. The surgeon is reported to have removed the drape from the patient while it was burning. Hospital staff reportedly extinguished the drape with water. The surgeon reportedly believed they were depressing the foot switch for another device.